Event description:
It was reported to lifecell a serious injury occurred involving a lifecell product. The nature of the event remains unclear due to difficulties translating the event into english. The date of surgery was reported to be (B)(6) 2011, but it is unknown if this is the date the device was implanted, or the date of the event. Lifecell is attempting to obtain further information about the event.

Manufacturer narrative:
Method of evaluation: review of the device history record for lot s10970 review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from lot s10970. Results of evaluation: review of the device history record resulted in no remarkable findings. To date, there was one complaint reported to lifecell against devices distributed from lot s10970, for wound dehiscence. The device met qc release criteria including mechanical testing and sterilization dose with acceptable dose audit. Results of conclusion "no conclusion can be drawn": the nature of the event is unclear. It is unknown if the device contributed to the event, due to lack/unclear information available. A follow-up report will be submitted if further information is provided.

Manufacturer narrative:
No conclusion can be drawn about the relationship of the device to the event. Operative reports and the present condition of the patient were requested from the facility with no success. Although the patient suffered a serious injury, device contributing factors cannot be conclusively determined. Lifecell was unable to obtain any other information to assess patient and technique considerations. Lot s10970 met all qc release criteria, including endotoxin testing.

Event description:
This is a follow-up report to provide an improved english translation of the event which was provided to lifecell on (B)(6) 2012. Strattice was inserted for an incisional hernia repair from a prior whipple procedure. On post-operative day 11, stool was noted to be coming through the drain. The patient was returned to the operating room, where necrosis of the ascending colon was noted. The area of necrosis was in direct contact with the device. The section of colon that was not in contact with the device appeared normal. The surrounding adjacent small intestine was significantly thickened in the contact area. The device matrix appeared thinned as well as having a central perforation. The patient did not exhibit signs of high intra-abdominal pressure post-operatively. Defecation and micturition were normal. The current condition of the patient is "stable."